Event description:
Patient being prepped in or [operating room] for foley placement prior to a CABG [coronary artery bypass graft]. The small cylinder adaptor that accepts the 10cc syringe to inflate the balloon snapped off. A new foley was obtained and inserted without issue. No harm to patient.